Event description:
The 3-way stopcock was attached to the patient's introducer central line and was found to be leaking fluid. It had 2 cracks on the bottom of the stopcock. Staff report previous problems with this model.